Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had a blood glucose level over 600 mg/dl. Customer reported multiple site changes and a bent cannula. High blood glucose troubleshooting was not performed. Neither the insulin pump nor the infusion set were replaced or returned for analysis.